Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly and motor error alarm. Customer's blood glucose reading was unknown. Troubleshooting for keypad anomaly was performed. Customer advised the buttons on the insulin pump did not respond well. Customer pressed the act button multiple times and possible over delivery of insulin may occur. Customer advised in addition to the keypad anomaly they had a motor error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.